Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The positioning sensor unit (psu) was then replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu was returned to the manufacturer for evaluation. Testing found that the camera did not pass accuracy assessment kit (aak) testing. Exceeding the threshold listed in specifications. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the fault light on the camera of the navigation system was illuminated. There was no patient present when this issue was identified. No additional information was provided.